Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2025, the patient experienced a car accident and was taken to the hospital. There were no clear allegation and no further information was provided but the patient alleged that the dexcom device could have contributed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert and notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient experienced a car accident and was taken to the hospital. On 10/24/2025, dexcom received an email from a professor at an academic society regarding the patient¿s incident. The professor states: on (B)(6) 2025, a patient with fulminant type 1 diabetes using csii suffered from hypoglycemia and lost normal cognitive function while driving a private vehicle, resulting in a fatal accident. It was confirmed that the patient did not die during the accident as he was the one initially reporting the incident. At the time of initial receipt of this information, there was no indication that product use or a malfunction was the cause of the accident. However, the professor believes that the hypoglycemia alert did not sound, and the patient's hypoglycemia progressed, resulting in the traffic accident while driving. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. Alerts were working as intended based on user settings. No additional patient or event information is available.

Event description:
It was reported that an alert and notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient experienced a car accident and was taken to the hospital. On (B)(6) 2025, dexcom received an email from a professor at an academic society regarding the patient¿s incident. The professor states: on (B)(6) 2025, a patient with fulminant type 1 diabetes using csii suffered from hypoglycemia and lost normal cognitive function while driving a private vehicle, resulting in a fatal accident. Confirmed that the patient didn¿t die during the accident as he was the one initially reporting the incident. At the time of initial receipt of this information, there was no indication that product use or a malfunction was the cause of the accident. After interviewing the doctor on (B)(6) 2026, it was determined that the traffic accident occurred on (B)(6) 2025, not (B)(6) 2025. The reporter believed that the hypoglycemia alert did not sound, and the patient's hypoglycemia progressed, resulting in the traffic accident while driving. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3: date of the event - correction. B5: describe event or problem - correction. H2 type of follow up: correction/additional information. H6 codes - component code: correction. H6 codes -health effect - impact code: additional information. H6 codes - health effect - clinical code: correction. H6 codes - medical device problem code: correction. H6 codes - type of investigation: correction.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required. Upon following up with the patient, he states that the event date was 06/20/2025. No additional patient or event information is available.